Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "discrepant results." Customer reported that they observed discrepant results while running the enteric parasite panel assay. Customer also reports that these discrepant results are only observed on instrument side b. The customer run database was provided to service specialists for further analysis, which revealed that reader normalization is within specification and overall failure rates are within the package insert claims. A bd field service engineer (fse) was dispatched to the customer site where they performed cleaning of the readers and renormalized them. Pressure settings and alignments were verified, and heater tests were performed and passed. Instrument qualification was performed and passed. This complaint is unconfirmed as the instrument was found to be operating to specifications during the service visit. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6)is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional cases were observed for the complaint failure mode reported.

Event description:
It was reported that with use of bd max¿ system, bd max¿ instrument there were false positive results. There was no adverse patient impact. The following information was provided by the initial reporter: "customer is reporting discrepant results when running the enteric parasite panel. Hazard, injury or erroneous results details did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): 1. What result did the customer obtain from the bd product? Pos 2. What result was the customer expecting to obtain (if different from the obtained result) neg 3. Was this a qc, validation, or proficiency test? Clinical sample 4. Was patient treatment changed as a consequence of the issue with results? No, customer stated they repeated the suspicious results and got negative results for those so they stopped using the instrument for the time being. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No, customer stated they repeated the suspicious results and got negative results for those so they stopped using the instrument for the time being."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. G.5. PMA / 510(k)#: k111860, k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that with use of bd max¿ system, bd max¿ instrument there were false positive results. There was no adverse patient impact. The following information was provided by the initial reporter: "customer is reporting discrepant results when running the enteric parasite panel. Hazard, injury or erroneous results details did erroneous results occur? Yes. If yes, detailed erroneous results (include # of errors and type): 1. What result did the customer obtain from the bd product? Pos. 2. What result was the customer expecting to obtain (if different from the obtained result) neg. 3. Was this a qc, validation, or proficiency test? Clinical sample. 4. Was patient treatment changed as a consequence of the issue with results? No, customer stated they repeated the suspicious results and got negative results for those so they stopped using the instrument for the time being. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No, customer stated they repeated the suspicious results and got negative results for those so they stopped using the instrument for the time being."